Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump date was incorrect, cause was unknown. There was no reported adverse impact to customer's blood glucose level. The customer will continue to use the pump for insulin delivery. However, a replacement pump was sent to the customer to resolve the issue.